Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: neu_unknown_cath, product type: catheter.

Event description:
Information was received from a health care provider (hcp) via a user facility regarding a patient with an implantable drug infusion pump. Indication for use and drug information was unknown. It was reported they attempted to aspirate the intrathecal catheter, but could not obtain any catheter aspirate. They then placed the saline within the old intrathecal pump to determine if there was any obvious leak through the diaphragm. There were no specific patient symptoms reported. The event outcome included hospitalization. It was reported the explant date of the pump was (B)(6) 2017. No further patient complications were reported.